Event description:
Lesion was in the middle lcx. There was heavy tortuosity, heavy calcification and 90% stenosis. After stent placement, ivus and post dilatation was performed. Ivus was performed again and while removing hte ivus catheter it became stuck with the guide wire. The devices were removed as a single unit; however, the distal portion of the guide wire was missing. The separated portion of the guide wire was found in the rhv. Reportedly, therewere no pt effects.